Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4).

Event description:
Report of formal claim received from kennedys regarding left side pinnacle mom hip implants. No revision confirmed. Revision required due to reported raised metal ion levels.